Event description:
It was reported that 12 of the sharps coll next gen 5.4qt clear 12/pack were missing lids. The following information was provided by the initial reporter: customer, xxxx, stated that they only received 1 lid for all 12 ea of sharps containers in the case.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 21-sep-2023 investigation summary total 12 samples received from customer for investigation. It was reported by the customer that they only received 1 lid for all 12 of the sharp's containers in the case. The pictures were sent to manufacturer as evidence of the issue reported. According to the device history record review process, the result showed there were no issues reported like missing lids during the manufacturing process for the lot numbers reported under this customer complaint. A review of the ncmr¿s was performed; the result showed that no missing lids issues were reported for the same part number throughout the last twelve months. According with this investigation and evidence received, it can be mentioned the following: ¿ it¿s noticeable that lids are missing from the packaging. ¿ the product appears to be in its original packaging; however, it has been manipulated since the packaging configuration is not the original. ¿ within customer global complaint report, it¿s mentioned that customer only received 1 lid for all 12 ea. Of sharps containers in the case. ¿ based on the photos provided, it can be seen that the bases correspond to different lot numbers from years 2021 and 2022, therefore these products were repackaged. According to the collected information, it could not be confirmed that this problem is related to the manufacturing process, since based on the photos provided it can be seen that the product has been handled. Furthermore, with the information on the label placed on the inner lap of the box we can confirm that this box was recycled since it was originally used for the packaging of product with lot number 3149902. The variables that could generate this failure mode such as handling, transportation, storage or partial sales from distributor are unknown. Additional information is required to discard issue was generated by distributor facility since partial sells and controls to handle remaining material is unknown, therefore, the likelihood of sending boxes with incomplete quantity exist. In addition, current manufacturing controls were reviewed and the ability to detect these types of problems (missing lids) with the installed weighing system was confirmed. As part of this investigation, a review of customer complaint records was performed; according to the cc¿s records, no additional complaints were received through the last twelve months for the same part number and issue. Weight records: the weighing database was evaluated to confirm that every box manufactured under this lot number was package with the correct quantity of lids at the time to perform the packing process. As per the sample being received, an investigation could be performed, and a root cause could be determined as potential root cause: ¿ non-controlled method to ship partial boxes to end user (re-packaging process). ¿ non-controlled handling within distributor facilities. Conclusion: based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process since information such as method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility is unknown. Additionally, based on the pictures provided it was noticed that bases were from different lot numbers and that they were packed in a recycled box. H3 other text : see h10

Event description:
It was reported that 12 of the sharps coll next gen 5.4qt clear 12/pack were missing lids. The following information was provided by the initial reporter: customer, xxxx, stated that they only received 1 lid for all 12 ea of sharps containers in the case.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.